Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed a crimped valve presents a bent strut outwards at the inflow side. The complaint for frame damage was confirmed based on evaluation of the provided imagery. A review of the-DHR-did not provide any-indication-that-a manufacturing-non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the procedure, no resistance was felt during the advancement of the valve through the esheath, but after the valve exited the tip of the esheath, it was observed by fluoroscopy that struts were bent. It was decided to not continue and the commander with the valve was inserted into the esheath and removed." Provided information indicated-presence of "severe" tortuosity and "moderate" calcification-at the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In this case, it is likely that additional device manipulation was used, which may lead to the valve struts interacting with the sheath shaft during thv insertion, and/or calcium nodules once the thv exited the sheath (especially if compounded with vessel tortuosity), resulting in the bent strut at the valve inflow side. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from germany, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, no resistance was felt during the advancement of the valve through the esheath; however, after the valve exited the tip of the esheath, it was observed by fluoroscopy that the struts were bent. It was decided to not continue and the commander with the valve was brought back into the esheath and removed. A new esheath with a new commander and valve were used in replacement and the implantation was successful. The patient did not suffer any injury and was noted to be in stable condition after the procedure.